Event description:
Information received from the field does not address the patient's clinical status but notes that pacing at the maget rate of 92 ppm persisted, even though rates were programmed to 70 ppm, 40 ppm and 30 ppm. The battery impedance was 2600 ohms. An attempt to demagnitize the telemetry coil was unsuccessful and a device replacement was scheduled.